Manufacturer narrative:
It was reported there was back bleeding from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium while the device was in use on the patient. The bleeding was coming from the hemostatic valve. The physician exchanged the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium to continue the procedure successfully. There were no patient consequences. Device investigation details: on (B)(6)-2021, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal action were identified. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation occurred. It was reported there was back bleeding from the carto vizigo" 8.5f bi-directional guiding sheath medium while the device was in use on the patient. The bleeding was coming from the hemostatic valve. The physician exchanged the carto vizigo" 8.5f bi-directional guiding sheath medium to continue the procedure successfully. There were no patient consequences. Additional information received indicate the valve section broke/separate. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces and it is also unknown if the hemostatic valve/brim cap/hub became detached from the sheath. Air did not enter the patients body. The issue did not require percutaneous or surgical removal. The patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. No medical intervention required to stop the bleeding. Since theres no indication that the patients hemodynamics was compromised nor that any medical intervention was required, this will not be considered a patient adverse event but a product malfunction for hemostatic valve separation as it is most likely that the backflow of blood occurred due to a malfunctioning/dislodged hemostatic valve.